Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of a telemetry anomaly has been confirmed. The analog integrated component (aic-u1) was damaged. The battery depletion rate with stimulation off exceeds the typical battery depletion rate. Depletion rate is in the normal range prior to the implant procedure. At the approximate date of the implant procedure, the depletion rate climbs markedly. The aic-u1 damage resulted in the rapid battery depletion rate and subsequent telemetry anomaly of the ipg. Exposing the device to high-electromagnetic or voltage transient can cause this type of failure. The root cause of the aic-u1 damage is unknown.

Event description:
A report was received that the patient had difficulty communicating her remote control to her ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well following the procedure

Event description:
A report was received that the patient had difficulty communicating her remote control to her ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well following the procedure